Manufacturer narrative:
(B)(4). The new information provided indicates that, the 840 vent failed while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the exhalation valve and auto zero solenoid. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that an, 840 ventilator generated an error which rendered the ventilator inoperable. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.